Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was returned for analysis. Microscopic inspection of the control unit, motor housing, working length, tip housing/tip were performed and revealed that there is a heavy excess of dried saline along the device and tip. The coil is slightly stretched. Inspection of the remainder of the device, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the tip of the truepath cannot be seen under fluoroscopy. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery (sfa). A truepath cto device was selected for use. During procedure, it was noted that the tip part of the truepath appeared to be transparent and not visible under fluoroscopy. After that, a non bsc guide wire was passed through the lesion and two innova stents were placed to complete the procedure. No patient complications were reported and the patient's status was good.